Manufacturer narrative:
X-ray analysis: "single post op x-ray provided after extension of fusion to s1 from previous l3-5; construct appears to show one of the set screws out. The other hardware appears to be in correct position. Root cause: indeterminate."

Manufacturer narrative:
Patient's age at the time of event was reported to be approximately (B)(6). (B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l3-5 transforaminal lumbar interbody fusion (tlif). Post-op, on an unknown date, adjacent level disease at l5/s1 was observed, for which the patient underwent revision surgery, where extension of l3-5 fusion and tlif at l5/s1 was performed, with the help of screws, rod and set screws. Over the couple of months the set screws (both from the s1 pedicle screw) backed out and the rod was left floating above the screws. Due to this, patient had to go in for a revision in which they extended further and placed illiac screws; both set screws were explanted in revision surgery. Back pain was reported as a result of this event. Reportedly, no other product issue beside screw back out was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.